Event description:
It was reported that the cadd pump displays error message "downstream occlusion. Clear occlusion between pump and patient". The cassettes were tested in the pharmacy cleanroom with "ns 0.9%" and worked correctly. No injury to the patient was caused by the product issue. However, patients had to wait an additional 15-30 minutes while a new cassette was being compounded.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device history record of reported lot 6061514 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.